Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the tissue pad deformation was due to stress on the component. However, the root cause could not be definitively determined. The conclusion is cause not established, as the investigation findings did not lead to a clear determination of what caused the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the tissue pad on the thunderbeat device was found to be deformed. No patient involvement was reported.